Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd880757 and gd879189) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous consumer report with supplemental information by a nurse from the USA of extreme leg pain, gi bleed, nosocomial source, and peritonitis in an approximately (B)(6) male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced extreme leg pain and internal bleeding and was hospitalized on the same day. Upon a follow-up call, the nurse reported the following. On (B)(6) 2011, the patient experienced a gi bleed and was hospitalized the same day. Treatment for the gi bleed was not reported. While hospitalized, on (B)(6) 2011, the patient experienced peritonitis. It was not reported if a peritoneal effluent culture was performed. The cause and outcome of the peritonitis were not reported. Treatment for the peritonitis was not reported. At the time of this report, the patient was recovering from the events of extreme leg pain, internal bleeding and gi bleed. Dianeal therapy was ongoing. The nurse reported that the gi bleed was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the peritonitis or the events of extreme leg pain and internal bleeding reported by the consumer. Follow-up information ((B)(4) 2011): further information was received from the pd nurse. Adverse event information and causality were added or revised. The nurse clarified that on (B)(6) 2011, the patient was diagnosed and hospitalized on the same day due to gi bleed and not internal bleeding as previously reported by the consumer. On an unreported date in (B)(6) 2011, the patient experienced an exposure to a nosocomial source. On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was related to a nosocomial source. Treatment during hospitalization was not reported. At the time of this report, the patient was recovering from the event of peritonitis. The outcome of the event nosocomial source was not reported. The nurse reported that the peritonitis was unrelated to dianeal therapies and did not provide an opinion of causality for the event of nosocomial source. This is report 2 of 2 involved in this peritonitis event.